Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 200 units of insulin during the load sequence. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.